Event description:
A malfunction occurred with the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer arranged to use an alternate insulin delivery method, and technical support sent a replacement pump. The customer was instructed to return the faulty pump to tandem and understood the need to program their settings and connect their cgm to the new pump.